Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30021283 was reviewed and the product was produced according to product specifications. All information reasonably known as of 1 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 9611594-2020-00074 for the first report. It was reported that the smallest barrel on the dilator came off during use, and fell into the patient's stomach. There was no injury to the patient reported. Per further clarification received on 8 apr 2020, the second dilator was opened after the first dilator came apart. The second dilator also had the smallest barrel on dilator come off during use into the patient's stomach. Per additional information received 9 apr 2020, there was no medical intervention required. The user of the kit was "very familiar" with the use of the dilator. No further information has been provided at this time.

Manufacturer narrative:
Correction: the product code had been reported incorrectly in the initial report. D1 and d4 have been updated. All information reasonably known as of 26 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.